Manufacturer narrative:
(B)(4). This complaint for damaged is confirmed during evaluation of the returned sample chipping/flaking and crack of the light blue mainbody was observed. Surface damage (no detent or occluder fee/leg damage) to the mainbody is usually cosmetic and typically does not affect functionality, since the mainbody is external to the fluid path. In this case no functional problem was observed during the plant evaluation, however, a visual cracking and flaking was confirmed. The assignable cause was undetermined.

Event description:
A customer reported to baxter (B)(4) that some cracks on the light blue main body were seen. There was patient involvement, but no patient injury or medical intervention was reported

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.